Event description:
A medtronic representative reported that, while in a cranial procedure, exams were loaded via usb and were initially good in brightness and contrast. When trajectory views were changed, the exams changed to a white square with a black circle. In trouble-shooting the level and width were adjusted, however, did not resolve the issue. To continue, the surgeon registered off the 3d model and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient age and patient weight not made available from the site. On (B)(4) 2014, a medtronic representative performed a navigation system check-out, all areas passed. Application testing with synergy cranial, synergy spine and fusion - passed. System performed as intended. No further issues have been reported. On (B)(4) 2014, a medtronic representative, following-up at the site, reported initiating staff training in the correct format to be used to load dvds. Software investigation completed. Findings are that the initial exam quality was normal before the views were changed to the trajectory views. Software is functioning as designed.